Event description:
The explanted lead and generator were returned to the manufacturer for analysis. Analysis was approved for the lead. The lead was returned in several portions. The positive electrode was not returned for analysis, so an evaluation could not be made on the entire lead body. The set screw marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present between the lead and generator. Microscopy identified evidence of a stress-induced fracture with fine pitting on several of the broken coil strands. Other areas were mechanically damaged, preventing identification of the fracture type. Flat spots and pitting were observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. No other obvious anomalies were noted. Analysis was approved for the generator. The device performed according to functional specifications. No abnormal performance or any other type of adverse condition was found with the performance of the generator.

Event description:
It was reported that the patient was seen previously with his vns system registering high lead impedance. The generator was subsequently tested two more times with identical results. The patient¿s provider decided to refer the patient for a full vns replacement surgery. Surgery was later completed and the lead was successfully removed. However, it was noted the procedure was ¿very difficult,¿ as the tissue surrounding the lead was extremely fibrotic. It was also indicated the patient¿s preexisting anatomy was unusual, making the case more difficult. Due to the trauma to the tissues from the surgery and there not being enough viable nerve remaining for a new lead, it was decided to discontinue the intended replacement surgery and simply explant the vns generator and lead. It was later conveyed that device diagnostics were previously within normal limits before the onset of high impedance. The explanted devices have not been received by the manufacturer for analysis to date. No additional pertinent information has been received to date.